Manufacturer narrative:
Product ID: 8709sc, lot# n280306001, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. The pump was returned and no anomalies were found. The catheter was returned but lost before analysis could be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n280306001, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (.4 mg/ml at .01 mg/day) and bupivacaine (7 mg/ml at 3mg/ml) via an implantable infusion pump. It was reported that the pump was replaced based on its age and a catheter revision being performed. It was noted that the catheter had a small hole near the pump. A new 8596sc catheter was spliced to existing catheter. It was reported that when the catheter was cut at the hole and removed there was good cerebrospinal fluid (csf) backflow. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was reported as resolved and the patient was alive with no injury. It was noted that the explanted portion of the catheter would be returned for analysis. No further complications have been reported as a result of this event.